Manufacturer narrative:
Physio-control confirmed with the customer that the therapy connector assembly was replaced and proper operation of the device was observed through functional and performance testing. The device was returned to the end user for use.

Event description:
It was reported that the device failed to recognize any cables connected to the therapy connector. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has provided the customer part number and pricing information for a replacement therapy connector assembly. Physio has been unable to follow up with the customer regarding the resolution of the reported failure. The device has not been returned to physio-control for evaluation.